Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded one signal artifact monitoring (sam) episodes due to atrial fibrillation. This resulted in the minute ventilation (mv) feature switching the mv vector from right atrial (ra) to right ventricular (rv). The sam event occurred as a result of the atrial arrhythmia and the algorithm will continue to operate normally with the current device program set to auto select. Additionally, noise oversensing and pacing inhibition with a systole greater than 2 seconds was observed on the stored egms for the ventricular channel. All impedance measurements were within normal range. The patient is pacemaker dependent. Technical services recommended further testing and to considered decreasing the sensitivity setting. Additionally, the sensitivity for the rv lead was decreased. No additional adverse patient effects were reported. This ra lead remains in service.